Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during the osteosynthesis procedure of the femur, the 4.0mm long ao pilot drill broke because it was incorrectly angulated. All pieces were removed. The product was not used according to the instructions for use. The procedure was resumed, without any delay, using the same device. The patient's health condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on a review of the information provided, the product was not used according to the instructions for use. Consequently, a procedural variance was the likely causes the reported failure. Therefore, the causal relationship between the smith and nephew device and the reported issue cannot be confirmed. According to the report, the procedure was resumed after the removal of the broken pieces, without any delay, using the same device. Since no harm has been alleged and the patient's health condition has been reported as stable, no further clinical/medical assessment is warranted at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.